Event description:
The hospital reported that vasoview hemopro 2 seemed to not operate correctly. When using the burner, it would smoke but would not go through the tissue. The cord, adaptor, and power supply were inspected prior to use. A pretest was done. The pretest passed, confirming proper smoke generation on wet gauze. There was an audible beep from the power supply during activation. Power setting at 3. It was a longer case than normal. The customer had to harvest two full legs. The fascia was tough. The vein had several branches. The harvester had to harvest the greater saphenous vein from both legs. There would be an incision on each leg. No additional incisions were performed to complete the harvest without sequela. The customer noticed the middle section of the metal was separated from the jaws. They noticed the metal separation when the harvest was about 90% complete. A second device was needed to complete the second leg harvest. The silicone was intact. No pieces broke off in patient. The device would no longer cut. They did not put the cutting tool into the canula and can not verify if the endoscope was within the cannular when the cutting tool was inserted. There was no patient harm.

Manufacturer narrative:
(B)(4).the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.